Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 "(B)(6) . One device was received for analysis. Visual inspection found the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
Evaluation of the returned device found the downstream occlusion (dso) seal was damaged/detached. There was no patient involvement.